Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. Device was not yet returned for investigation. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
It was reported: while in use the light source just blown up and turned black. There was no information about patient injury and no further intervention required. No death or unanticipated serious deterioration in state of health reported.

Manufacturer narrative:
Result of investigation: the most probable root cause is the defect of an electronic component within the power supply due to degeneration. The low voltage (12vdc) is no longer generated. The failure could be rated as wear and tear. The event is filed under internal karl storz complaint ID: (B)(4).

Manufacturer narrative:
Additional information is provided in section d9 to reflect that the product was returned for evaluation. The investigation is not completed yet. The investigation results are pending. The event is filed under internal karl storz complaint ID: (B)(4).